Event description:
The patient's lead was replaced because it migrated. Two extensions and an anchor were also explanted. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Testing of the lead (model: 39565-30, (B)(4)) revealed no significant anomalies. The lead had acceptable continuity and no shorts. The lead was okay but was cut through and still had the anchor attached when received. The outer insulation was damaged but this was suspected explant damage. Testing of the anchor (model: anchor, serial number: unknown) revealed no significant anomalies. The anchor sleeve was cut but this was suspected explant damage. Two extensions (model: 37081, (B)(4)) were returned and both had no anomalies. Testing of the external recharger (model: 37761, (B)(4) revealed a bent connector.